Manufacturer narrative:
(B)(4). The complaint simplus full face mask is not available for return to fisher & paykel healthcare in (B)(4). We are currently in the process of obtaining further information for investigation. We will submit a follow up report upon completion of our investigation.

Event description:
A patient from the us reported that the non-rebreathing valve (nrv) flap of a 400477 simplus full face mask broke off and entered the patient's mouth. The patient woke up gagging and swallowed the nrv flap. The patient has since passed the nrv flap with no further consequence. The subject mask is no longer in use by the patient. There was no further patient consequence.

Manufacturer narrative:
Ps275153 method: the complaint 400477 simplus full face mask was not available for return to fisher & paykel healthcare for evaluation. Our evaluation is thus based on information provided by the patient and our knowledge of the product. Conclusion: the simplus full face mask is intended to be used by individuals who have been diagnosed by a physician as requiring CPAP or bi-level ventilator treatment. The nrv flap is held securely in place by the elbow housing of the simplus full face mask. All elbow housings are inspected during production for secure retention of the assembly and any product that fails is disposed of. The user instructions which accompany all simplus full face masks state: -before using the mask, ensure the silicone flap is present and undamaged in the elbow and the elbow exhaust slots are not occluded. -before using the mask each time: inspect it for damage. If there is any visible deterioration (cracking, tears, etc) do not use it and seek replacement part(s). Do not pull on or attempt to remove the silicone flap from the elbow, or attempt to dissemble the elbow. It is not intended to be disassembled.

Event description:
A patient from the us reported that the non-rebreathing valve (nrv) flap of a 400477 simplus full face mask broke off and entered the patient's mouth. The patient woke up gagging and swallowed the nrv flap. The patient has since passed the nrv flap with no further consequence. The subject mask is no longer in use by the patient. There was no further patient consequence.